Event description:
An altitude alarm was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump had been giving the same issue previously, and it was already in the process of being replaced.